Manufacturer narrative:
The investigation is still ongoing.

Event description:
An impella cp device was inserted via the right femoral artery in a 74 year-old female patient with a past medical history of a coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and ventilated for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin dropped from 12.8 to 6.1 and the platelets dropped from 241 to 54. The urine was also noted to be tinged. No frank blood was noted. The heparin was stopped. It was reported that the urine cleared and hemolysis was not confirmed by labs. Three days after impella insertion, the device was successfully weaned. The impella functioned at p-2 at 2.0l/min as intended. The post-procedure outcome is survived. Hematuria and thrombocytopenia may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number updated. H6 clinical code added e1302. H6 med dev prob code changed from a01 to a24.

Manufacturer narrative:
Updated information: h6 component code updated. The investigation for the hematuria and thrombocytopenia has been completed. The cause of the hematuria was not determined since insufficient clinical details were provided. The cause of the thrombocytopenia was not determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 74-year-old female patient with a past medical history of a coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and ventilated for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin dropped from 12.8 to 6.1 and the platelets dropped from 241 to 54. The urine was also noted to be tinged. No frank blood was noted. The heparin was stopped. The post-procedure outcome is survived. Hemolysis and thrombocytopenia are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes per information in the complaint file. Additional information , hemolysis was never verified via labs and the urine color eventually changed to clear yellow. The pump was discarded and is not available for return.